Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving morphine (15 mg/ml at 9 mg/day) via an implantable infusion pump. It was reported that the patient had woken up with a motor stall on (B)(6) 2020 and they were going to replace the pump the same day. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional on 2020-feb-04. It was reported that the pump was replaced. The patient's weight was provided. No further complications were reported.